Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was also received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker.

Event description:
It was reported the insulin pump had alarmed button error. Customer's blood glucose was 199 mg/dl. Alarm occurred and customer had to treat with manual injections. No injury or hospitalization. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.